Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving an insulin flow blocked alarm. Customer reported that blood glucose was 390 mg/dl and was not able to troubleshoot due to not feeling well. Customer also reported of having low blood glucose of 40 mg/dl and treated with juice.